Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At 0030, the pump was programmed to deliver dilaudid with a concentration of 0.2 mg/ml in the pca+ continuous mode, with a 1mg/hr continuous rate, a 0.2mg pca dose, a 10 minute pt lockout, and no dose limit was selected. At approximately 0500, the device alarmed for empty syringe. At that time, the nurse noted that the pt was diaphoretic, difficult to arouse, had a respiratory rate of 8 breaths per minute, and an oxygen saturation of 90% on room air. The rapid response team was called. The pt was treated with three doses of narcan 0.2 mg, an unspecified volume of normal saline at a "wide open" rate, and oxygen at a rate of 8l/min per mask. After an unspecified length of time; the pt was transferred to the intensive care unit and was treated with an additional dose of narcan 0.2 mg. There were no reported adverse pt sequelae. The device was removed from clinical service. During a review of the device history, it was determined that the device was programmed to deliver a concentration of 0.2 mg/ml instead of the intended concentration of 1 mg/ml. The customer contact stated that there "appeared to be an operator error in programming the concentration of the medication." Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device passed testing for delivery accuracy. Testing and investigation found the device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.5 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). The customer contact indicated the event was the result of an operator error in programming the device. The pump history was downloaded at the manufacturing site. Review of the most recent activity indicated that on the day of event at 2106, the pump was programmed to deliver a custom vial with a drug concentration of 0.2 mg/ml, instead of the intended 1mg/ml, in the continuous mode with a rate of 1mg/hr & no dose limit selected. At 2107, the door was locked & opened. At 2109, the pump was programmed to deliver in the pca+ continuous mode with a 0.2mg pca dose, a 10 minute pt lockout, & door was locked. At 2110, an infuser paused alarm occurred. At 2111, the infusion was started. Between 2114 & 2134, there were two 0.2mg pt initiated deliveries & 4 unmet pt demands. In the next day, a new date stamp occurred. At 0001, an occlusion alarm & infuser paused alarm occurred. At 0003, the infusion was started. At 0158, an empty syringe alarm occurred. At 0208, the door was opened, a check vial alarm & check syringe alarm occurred. At 0209, the device was powered off. Review of the device history indicates that the pump delivered as programmed.